Manufacturer narrative:
After the investigation it was noted that the device is not for sale in us. This is not a bhr complaint.

Event description:
It was reported that revision surgery was performed due to mechanical complications of hip replacement.

Event description:
After the investigation it was noted that the device is not for sale in us. This is not a bhr complaint.